Event description:
Implant extraction due to patient condition, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps nerve encroachment, numbness. Removed implant 4 months after restoration. It was fully integrated, far from nerve but patient wanted it removed because she had headaches after implant.